Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated on site by our field service engineer. The fault was located to the expiratory cassette membrane as it was found to be dirty. The membrane was replaced and the pre-use check passed after the replacement. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. When operating capacity has passed or if the membrane for some reason has become defective, it must be replaced. The root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).